Event description:
It was reported that a pump declared an altitude alarm. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer received tips from technical support to prevent future altitude alarms and was able to resume insulin with the original cartridge.